Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer was calibrated and she got an alert on low had under 40 mg/dl, blood glucose 516 mg/dl. The customer's current blood glucose 180 mg/dl. Troubleshooting was done for change sensor alarm. The sensor will not be returned for analysis.